Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the 511sd gasket tears easily. When the optical instrument was inserted, the rubber became damaged. Th ere was no consequence to the pt.